Event description:
At 11:35pm resident slid out of bed on left side to floor onto knees. Resident's neck became lodged between left half rail of bed and mattress. Resident is deceased as a result of medical condition, complicated by positional asphyxia.